Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urge incontinence, non-obstructive urinary retention; trial began (B)(6) 2019. It was reported the trial patient stated that her symptoms had worsened and she is now constantly leaking. On the call attempt was made to assist her with adjusting her stimulation to a comfortable level. Patient reached 8.0 ma which is maximum setting and had no feeling. Attempted to troubleshoot this issue again but received the error again and had patient switch to program a. On (B)(6) 2019 patient stated that she saw her clinician today and he took an x-ray and he thinks the lead may have moved. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.